Event description:
Patient to surgery on (B)(6) 2010, for left subtrochanteric hip fracture. Open reduction internal fixation of the left hip fracture using a dhs -dynamic hip screw.- patient presented on (B)(6) 2010, with sudden onset of discomfort over the lateral hip and into the groin. X-rays demonstrated a fracture of the dhs plate at the level of her bony fracture. She was admitted for removal of her hardware and refixation using an im nail of her proximal femur fracture.